Event description:
The reporter stated the surgeon inserted a aq5010v silicone three-piece lens and one haptic tore. The lens was cut into pieces to remove and there was no pt injury, no incision enlargement or sutures.